Manufacturer narrative:
The syncardia 70cc temporary total artificial heart (tah-t) is an implantable pulsatile biventricular replacement device that replaces a patient's native ventricles and valves and pumps blood to both the pulmonary and systemic circulation systems. The syncardia 70cc tah-t is indicated for use as a bridge to transplantation in cardiac transplant-eligible candidates at risk of imminent death from biventricular failure. The syncardia tah-t system is intended for use inside and outside the hospital. Based on the provided information there is no evidence to indicate any device malfunctions or performance issues of the device that would impact the reported event. This issue will be monitored and trended as part of the customer experience process. Syncardia has completed its investigation and is closing this file. If new or additional information is received in the future, syncardia will file a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia authorized distributor, reported that the patient passed away on (B)(6) 2021. The customer reported the cause of death as multi-organ system failure and indicated that the tah-t did not cause or contribute to the patient's death. The tah-t was not explanted and no autopsy was performed. Additional information was provided: initial surgery performed (B)(6) 2021. Aortic and mitral valve replacement and repair, surgery performed by a retired (B)(6) surgeon. The surgery failed totally and there was no option to bring back the heart in a viable state. Patient was transferred from heart-lung machine (surgery) directly to ECMO and discharged to ICU. The surgery was done in a private clinic around (B)(6). After 10 days of ECMO, a doctor at a certified tah center in (B)(6)) asked if he could advise for a therapeutic option, as a referral. Decision was made to transfer the patient immediately to (B)(6), and plan the tah implant within 48 hours. Implant was done on saturday (B)(6) 2021, despite some initial signs of multi-organ failure. Monday morning mof was confirmed with anuria, liver dysfunction and blood lactates too high. Decision was then made to stop reanimation and be palliative. Patient passed away on monday (B)(6) 2021.